Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was still having untreated events due to oversensing. Additionally, the patient had received another inappropriate shock and afterwards, the vector changed from primary to secondary. It was also noted that smart pass is off. A boston scientific technical services consultant documented the reported observations and provided answers to the caller's questions about report markers. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this patient received in inappropriate shock due artifact which looks to be polymorphic ventricular fibrillation (vf) and changes sizes with left arm motion. A reduction in amplitudes was also noted. X-rays were performed; however, the patient did not have time to stay for the results and the device was deactivated. The patient returned for follow up and during evaluation, noise could be induced in all three vectors. A review of the x-rays did not identify a discernable significant change in product position. It was reported that re-screening was performed and was unsuccessful. Therefore, a revision procedure was performed, and the device was moved further posterior and the electrode explanted and replaced. Impedance was 83 ohms and induction testing was successful. No additional adverse patient effects were reported.